Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On approximately (B)(6) 2026, the patient woke up around 03:00 am and his cgm was reading 75 mg/dl and alerting low. He decided to eat something to increase his glucose level and he was feeling shaky and weak. Before going to the kitchen, he used the bathroom first. While at the bathroom, he suddenly lost consciousness and hit his head on the bathroom wall. Due to the impact, he gained his consciousness right away. He confirmed that he did not sustain any injury when he hit his head on the wall. He checked his manual bg and it was 39 mg/dl while cgm was still at 75 mg/dl. He went to the kitchen and ate banana and bread. After few minutes, he was started to feel better. He checked his manual bg again and it went up to 130 mg/dl while cgm was reading around 140 mg/dl. He did not seek medical assistance. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.